Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00067 and 3007963827-2021-00068. D10 medical devices: femur cemented cruciate retaining (cr) standard right size 9 catalog#: 42502606602 lot#: 63405136. Palacos r + g (1x40) catalog#: 66022663 lot#: 85894585. 2.5 mm female hex screw 25 mm length catalog#: 42509902525 lot#: 63668254. Articular surface fixed bearing cruciate retaining (cr) right 11 mm height catalog#: 42522000611 lot#: 62966771. All-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 63468118. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right knee revision approximately three and a half years post-implantation due to loosening and possible infection. Attempts have been made and no further information has been provided.